Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer's sensor and the needle hub is jammed inside the inserter. The patient's blood glucose level was at 550 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that a new sensor will be shipped to them. The customer sent the old sensor back for analysis. No further information was provided.

Manufacturer narrative:
The complaint could not be confirmed as the complaint related to the sen-serter and only sensor was returned without the needle.